Event description:
The device was returned to the service center for a report form the customer contact of a malfunction 432 (prox press snsr 1). This did not indicate a reportable malfunction. However, during verification testing at the service center, the device was received with both distal and proximal pressure pins broken off.

Manufacturer narrative:
The device mechanism was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.